Event description:
Additional information received reported that there was pain three inches below the incision site. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 3093-28 lot#: v239744 serial#: implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type: lead product ID: 3037 lot# : serial# (B)(4), implanted: explanted: product type: programmer, patient (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device was replaced as 2 of the 4 leads had failed. The device had "only lasted 4-5 weeks." It was also stated, the device had "failed after 2 weeks." The patient had believed the he got "too active too soon" and the 2 leads failed or came out of place. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient's implantable neurostimulator (ins) system became "non-functioning." Two electrodes stopped working. The device was explanted and replaced with a third ins. Additional information has been requested, but was not available as of the date of this report.